Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient did not have a clinically undesirable experience. Programmed contact 0 was out of range. Impedances were greater than 10 ,000 ohms. The patient was programmed on contacts 0, 8, and 10; upon interrogation it was discovered that contact 0 had high electrode impedance. The patient was programmed to another contact that gave the patient the same paresthesia. The patient did not report any symptoms or signs to reflect the contact being out of range. The outcome was reported as ongoing with no further action needed. Interventions included reprogramming. Diagnostic methods included device interrogation which showed electrode impedance greater than 10,000 ohms. The etiology was noted as not applicable to the device or therapy and not related to the procedure. The etiology was noted as related to the lead. No signs or symptoms were reported.